Manufacturer narrative:
Product event summary: analysis confirmed the reported event. There was bottom housing damage and corrosion at the battery compartment. The corrosion did not impact the unit from testing, passed full debug mode test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no power to the remote monitor. The patient stated that the batteries were leaking out of the monitor and the cover for the battery was stuck. The patient was unable to remove the cover. The monitor was replaced and returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).